Manufacturer narrative:
Correction h4: device manufacture date: the lot was manufactured between december 18, 2023 and december 19, 2023. Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The set underwent functional leak testing by filling the bag with approximately 500ml of tap water and a leak was observed at the port 2 administration spike port bonding area. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to inadequate or lack of cyclohexanone being applied to the spike port connector when it was inserted into the spike port tubing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6) hospital. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 500 ml eva tpn bag leaked near the injection port prior to patient use. There was no patient involvement. No additional information is available.